Event description:
It was reported that during a hemicolectomy the plastic coating of the branch of the scissors has come loose and had to be removed. No harm to patient.

Manufacturer narrative:
(B)(4). Batch #: v96842. Additional information was requested and the following was obtained: yes, the white pad felt off the clamp. During surgery the surgeon needed to find the missing pad inside the situs. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.